Event description:
Clinical study: it was reported that 308 days after a coronary artery drug eluting stenting procedure the patient experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.00mm, 100% stenosed bifurcated lesion in the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of 4 taxus express2 8.8% drug eluting stents (2.50x24mm, 2.50x12mm, 2.50x6mm and 3.00x16mm) with a 3mm overlap in the target lesion. There were no complications. The patient was discharged the next day on plavix 308 days after the procedure the patient required a tvr. The physician successfully performed balloon angioplasty. The patient was discharged 2 days later. In the opinion of the physician the relationship of the tvr to the taxus stent was unknown, and there was diffuse restenosis and in-stent stenosis.